Event description:
On (B)(6), 2011 this patient presented symptomatically with an infrarenal aortoenteric fistula. The physician treated the patient by implanting gore excluder aaa endoprosthesis. The patient was administered heparin during the procedure. Post procedure imaging showed sufficient blood flow through the device. On (B)(6), 2011, the patient presented with claudication in the left leg. Imaging revealed that there was thrombus present in the ipsilateral leg of the device. The physician intervened by removing the clot using endovascular methods and then implanted a balloon expandable metal stent in the ipsilateral limb of the trunk-ipsilateral leg. Blood flow was restored. The patient tolerated the procedure and is reported to be in good condition.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre release specifications. Additional components used: (B)(4).